Event description:
It was reported that an ilet device experienced a screen delamination, and replacement was arranged; the device was advised to be considered not water resistant and to have backup therapy in place due to questioned functionality, with the affected component identified as the display and the device problem characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to treatment or therapy because the user lacked immediate backup therapy and was advised to contact a healthcare provider or seek urgent care. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with delamination affecting the display, aligning with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.